Event description:
An audible alert triggered for rv lead noise. The lead was explanted and replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).